Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not returned.

Event description:
On (B)(6) 2015 the patient's mother reported that there were 40 units of insulin in the insulin cartridge at 8:30pm and at 8:49pm the pump displayed w1 (cartridge low). His blood glucose became low and she had to inject him with glucagen. On (B)(6) 2015 the customer's mother reported that the patient told her he programmed the pump boluses by himself. No allegation against the pump. The device will not be returned.